Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes a leak from the hemostatic valve was observed. Tears were identified on the external valve, resulting in the reported allegation. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory visual inspection revealed no abnormalities or defects were found on the exterior of the sheath. A leak from the hemostatic valve was observed. Microscope testing revealed tears were identified on the external valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on all the available information the cause traced to device design conclusion code was selected for the allegation of visible air/bubbles as analysis found tears on the external hemostatic valve, resulting in the occurrence of this event.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. After several device exchanges, noticeable air was observed during aspiration. Approximately 50 cc of blood was withdrawn, yet air bubbles continued to appear. The sheath was then replaced with a new one, after which no further air bubbles were detected. Damage to the valve is suspected. The procedure was completed without any patient complications.